Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the final root cause of the event (metal of the bending section is sticking out) was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The leakage from the insertion section was confirmed due to a pinhole on a-rubber (bending section cover), water tightness was lost. Due to damage on bending tube, a metal part was stuck out from breakage on the a-rubber. During inspection, the following were also found, the bending section was broken, a curved metal protrusion, a c (distal end) main body was shaved, a lack of rubber adhesion, adhesive on a-rubber had a chip, deterioration or breakage of the adhesive, the angle wire became longer than normal, decrease of output light and an insufficient angle and an lg (light guide) bundle break. The device was returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the uretero-reno videoscope had a leakage from the insertion section due to a pin hole on a-rubber(bending section cover). During the device evaluation, the following reportable malfunction was found: the bending section was broken, the metal part was sticking out from breakage on a-rubber. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.